Manufacturer narrative:
Block a2 (date of birth): the exact patient's date of birth is unknown; however, it was reported that the patient was born in (B)(6) 1964. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: additional information: block b5 has been updated based on the additional information received on november 8, 2024. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it and five bands were returned already deployed. In addition, the ligator housing teeth were found in good condition. The handle had marks of the trip wire indicating that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing was returned without the bands attached, but five bands were returned deployed, and the ligator housing teeth were in good condition. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed correctly. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a ligation of cardia procedure to treat esophageal reflux performed on (B)(6) 2024. During the procedure, the seven bands were adhered and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 8, 2024: the speedband superview super 7 was used in the esophagus during a ligation of esophagus procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardia during a ligation of cardia procedure to treat esophageal reflux performed on (B)(6) 2024. During the procedure, the seven bands were adhered and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block a2 (date of birth): the exact patient's date of birth is unknown; however, it was reported that the patient was born (B)(6) 1964. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.